Event description:
According to the reporter, there was a post-op leak of the staple line. Re-op was performed. Reinforced staple line to correct and completed the procedure. Sex: male. Procedure: lap rectum.